Event description:
During pre-operation procedures, a member of the operating room staff observed that the d-clot device was separating. The motor cap switch housing was separating from the main body. The device was not used and returned to artegraft for evaluation.

Manufacturer narrative:
During the manufacturing process, samples are inspected from each lot to assure that the device meet all specifications. The manufacturing records of this lot were reviewed and the records indicated no relevant issues or deviations from the specifications for this product. The device was evaluated by artegraft. The device was disassembled for analysis. The device motor cap had an insufficient amount of epoxy on the inside of the motor cap. This caused a partial separation between the motor cap and the main body. Corrective action was issued and part of the c/a was creation of visual standards specific to the epoxy application and re-training of manufacturing technicians.